Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and noise. The leads remain in use with no actions taken. No patient complications have been reported as a result of this event.